Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose was 304 mg/dl at the time of the report. During troubleshooting, tandem technical support was unable to identify the location of the blockage. The contact reported that the customer would revert to manual injections until customer is ready to change supplies and resume insulin therapy on the pump.